Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the buttons weren't responding correctly. Customer was attempting to bolus and the numbers continued to scroll through. Customer attempted to replace the battery but anomaly persisted. Customer stated the b, up arrow, and down arrow buttons are having issues. Customer's blood glucose was 200 gm/dl. The device wasn't dropped, bumped, or exposed to moisture. Customer agreed to return the device for analysis but will call back. The device is not returning for analysis.